Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report#3006705815-2018-02129; reference MFR. Report#3006705815-2018-02128; reference MFR. Report#3006705815-2018-02127. It was reported the patient's scs system did not provide effective therapy to their desired pain pattern. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with new models. Therapy was restored to all painful areas postoperatively. The issue is resolved.